Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had poor capture and high thresholds. During the attempted implant to replace the lv lead, the attempted lead had high threshold in all four poles. The attempted lead was removed and the physician decided to keep the chronic lv lead which was re-programmed and remains in use. No patient complications have been reported as a result of this event.